Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a capture a nomaly and dislodgement. The initial lead position was very tight under the clavicle.